Event description:
In this event it is reported that reciproc files 6x broke during use. The broken part remains in the root canal. Further treatment is pending. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: the returned reciproc file r25 8/100 25mm 025 was analyzed ad turns out to be not broken, no damaged and is without sign of use. No fault was found with this instrument. For information, nothing unusual to report was found during dhrs review (batches #1786082, #1787493, #1789763, #1789296, #1789302, #1788564 and #1788927).

Manufacturer narrative:
Additional information received as to the outcome of this event. The broken part could not be retrieved and the tooth was extracted. Investigation results are still pending and will be submitted once it is available. Correcting previous reported: this is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - (B)(4). Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - (B)(4). Health effect - impact code - 4624.